Event description:
The customer reported unable to acquire 12 lead ECG. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire 12 lead ECG. There was no reported adverse patient impact. The philips repair bench evaluate the device and no trouble was found with the device. A philips engineer evaluated the ECG cables and found the trunk cable had failed. The trunk cable was replaced to resolve the issue. The device passed all performance assurance testing and was returned to the customer.